Event description:
Reportedly, the procedure was completed and the pt was sent to recovery with minimal bleeding at the surgical site. Later the same day it was determined the pt be brought back to the or and a thoracotomy with additional "bled" removal was performed to complete the case as a result of monitoring the pt's chest tube. Upon re-operation, it was determined that the staple line had not held and malformed staples were present.